Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be established. The event can be prevented by following the instructions for use: "operation manual chapter 3 preparation and inspection states how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope states preventive measures." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the nozzle of the evis exera iii colonovideoscope was clogged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found foreign material was exiting the nozzle and foreign objects came out of the distal end due to clogging of the air/water tube. The report is being submitted due to foreign material exiting the nozzle and air/water tube found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the nozzle unit was clogged. In addition, evaluation found the air/water and suction cylinders were discolored, the adhesive of the bending section was cracked, the connecting tube was cracked, the water supply volume did not meet standard value due to clogging of the air/water tube and due to damage to the bending tube, the bending angle in the right direction did not meet standard value. This event is under investigation. A supplemental report will be submitted upon receiving additional information.